Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) noted blood visible on the shaft and balloon and in the guide wire lumen, and contrast on the shaft and in the inflation lumen, consistent with preparation and use of the sds in the patient anatomy. The stent implant had been deployed. The balloon was returned loosely folded. The distal end of the balloon was rolled over the distal balloon taper, confirming the unusual balloon shape. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner member wrinkled while attempting to remove the stylet from the guide wire lumen during functional testing due to the thick blood in the inner member. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. A new indeflator filled with water was used to pressurize the balloon to the rated burst pressure (rbp) and then deflate the balloon. Upon deflation the balloon folded flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty removing the sds, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. Further, it is likely that as resistance was encountered during retraction, as force was applied, this would contribute to the balloon folding over itself as noted. It should be noted the multi link 8 coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It was reported the multi-link 8 sds was used in the left main. It should be noted the IFU states: stents should not be placed within 2.0 mm of origin of left anterior descending or circumflex artery, or within 2.0 mm of an unprotected left main. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other incidents. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention to the left main coronary artery, predilatation was performed with a 2.5 x 1.5 mm trek. The 3 x 23 mm rx multilink 8 was implanted at nominal pressure with a normal deflation time. Resistance was felt on withdrawal of the delivery system out of the implanted stent. The balloon felt stuck on advancing the system. Withdrawal was done applying more force to pull the delivery system through the guiding catheter and out of the patient. It was then noticed that the balloon appeared to be in a tulip shape. There were no adverse patient effects and no clinically significant delay. No additional information was provided.